Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope white residue in air water channel and burn marks on c-cover insulation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of burn marks on c-cover is traced to component failure. However, the most probable of deposition of white residue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.